Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with physioneal and extraneal therapies for automated peritoneal dialysis (apd). On an unreported date, after the onset of the event pd therapy was changed to capd with extraneal and physioneal 2.27%. On (B)(6) 2012, the patient experienced peritonitis manifest by vomiting and intense abdominal pain. The patient was not hospitalized for the event. On an unreported date, the patient began remedial treatment with ceftazidime and fluconazole. The patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.